Event description:
It was reported to philips that the system no longer had cardio or vascular programs, impacting imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during start of the planned treatment. The procedure was completed by using another system. It was reported to philips that the system no longer had cardio or vascular programs, impacting imaging. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and was informed that the system no longer had cardio epxs and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the issue was due to user error and the cardio epxs are present on the system. To resolve the issue, fse provided the user with proper instructions about the cardio epxs. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred as the user was unaware of the cardiovascular programs procedure. As per system specification the user had to use the cardio epxs but the customer didn¿t follow it, which resulted in this reported issue. The reported malfunction was caused by the user, and the philips system was working fine. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.